Event description:
The advocate stated, that her husband tested his glucose using his contour and lifescan meters. The contour read 190 mg/dl, while the lifescan read 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate performed control tests while troubleshooting and received results of 267 and 262 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.